Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01509810 product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 and hi accompanied by symptoms. Mother is calling on behalf of the customer. The customer is concerned with the result of e-5 and hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue and slight nausea. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed non-fasting by the customer and produced test results of 145mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is approximately 1-2 weeks ago. The meter memory was not reviewed for previous test result history. Mother of a (B)(6) diabetic is calling due to getting an e-5 after the blood is applied to the strips. She is calling for her son. He is not feeling well he is very fatigued. Earlier he was nauseated but he is feeling better. The mother use the meter and strips on her son and she was able to get a blood reading of 145mg/dl non-fasting. Mother later retest her son and the meter is now reading hi but he now just ate within 2 hrs.